Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and damage was observed due to user error. Therefore, issue is not confirmed to use. At this time reported strips have not yet been returned for this complaint and a valid serial or lot number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the strips are returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an error 7 message on their meter display and was unable to obtain readings. As a result, the customer experienced vomiting, acute tooth pain, abdominal and back pain. The patient was in contact with the nurse who assisted the customer over the phone to self-treat with insulin(dose/type unknown). There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received an error 7 message on their meter display and was unable to obtain readings. As a result, the customer experienced vomiting, acute tooth pain, abdominal and back pain. The patient was in contact with the nurse who assisted the customer over the phone to self-treat with insulin(dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.